Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number. H11 corrected data: e1: facility address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary flow: damage. Visual inspection: the cannulated connecting screw f/percutaneous instruments for nails-ex (part # 03.010.404, lot # u246125, mfg # 21-jun-2016) was received at us cq with some of distal threads stripped. The damaged thread appears the result of a cross-threading effect or over tightening with mating implant nail. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: the functional test could not be performed since the nail was not returned. The complaint could not be replicated, however, the post manufacturing damage on the returned device is consistent with the reported complaint condition. Therefore, this complaint is confirmed. Dimensional inspection: the major thread diameter of the distal thread of the returned device measured 7.94 mm at cq (ca215p) which is within specification of 7.788 mm - 8.00 mm per drawing 03_010_404 revision b. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.010.404, synthes lot number: u246125 , supplier lot number: u246125, manufacturing site: synthes monument , release to warehouse date: jun 21, 2016, supplier: (B)(4). Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a connecting screw would not unthread easily from the tibial nail after insertion and locking was completed. It took 60 seconds to remove the aiming arm from the implanted nail. The aiming arm was maneuvered in different angles to remove the connecting screw. Procedure was completed successfully. Concomitant device: aiming arm (part unknown, lot unknown, quantity 1). This complaint involves one (1) cannulated connecting screw. This is report 1 of 2 of (B)(4).